Event description:
On 3/18/92 patient with history of spinal instablility, failed fusion and pseudoarthrosis underwent exploration of fusion mass, evaluation and repair of pseudoarthrosis with revision fusion l4 to the sacrum and intraface fusion l4-5 and l5-s1, with steffe plates, spinal growth stimulator, bone graft from left iliac crest. Patient was taken back to surgery on 8/4/93 due to increasing amount of back pain and x-ray revelaed possible broken screw. During this procedure a free screwhead was identified and removed and the plates were removed. Exploration of the fusion was undertaken and the fusion appeared to be solid throughout. There were no signs of pseudoarthrosis. Both plates were removed and all the screws were removed. It was noted that the loose screwhead was not broken but that it was intact. The fusion was also evaluated and appeared to be stable. Patient was discharged home on second post-op day.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.